Event description:
Item was being inserted into a young patient. While attached to a lag screw inserter, surgeon removed to re-tap femur. When it was removed, he saw that the teeth on the lag screw that interlock in the inserter were bent.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.